Manufacturer narrative:
The device was not returned to olympus for evaluation. According to the investigation notes, the alcohol connector could not be set due to breakage of the connector lock lever. The customer indicated they can put the alcohol bottle themselves. Olympus field service engineer (fse) shipped a bottle and collar to the customer. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the alcohol bottle cracked on the endoscope reprocessor. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported damaged alcohol container lock-lever could not be determined, however, it is likely that the damaged lock-lever was due to an applied impact or due to repetitive use stress. The event can be detected/prevented by following the instructions for use which state: chapter 3. Inspection before use 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.